Manufacturer narrative:
Continued a6: caucasian.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid abdomen and flanks using the cooladvantage coolcurve system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and experienced possible development of paradoxical adipose hyperplasia.